Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5 pump placed to support a patient admitted in with cardiomyopathy. The patient was being discussed for heart transplant. The pump supported for 23 hours til the pump came out of position with torque and patient rolling. The pump was attempted to be re-delivered and was found to kink. The pump was replaced. There was no reported patient harm.

Manufacturer narrative:
The investigation of positioning issues and product damage (cannula kink) has been completed. The product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely patient movement related. The root cause of kinked cannula was most likely use related. H1 type of reportable event was revised as it was inadvertently selected incorrectly on initial manufacturer device report 1220648-2025-25795.